Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with unspecified intraperitoneal medication for the peritonitis event. The patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.